Manufacturer narrative:
The incident was reported to apothecary products over a year later and the suspected device was not available for evaluation. Apothecary products test and inspect evering incoming lot of this product and have conducted a thorough internal investigation on the water bottles.

Event description:
The customer stated they filled the hot-cold water bottle with tap water and experienced second degree burns after placing the bottle over clothing on their back. The customer sought treatment at a medical facility.